Event description:
It was reported that a physician attempted a novasure endometrial ablation (exact procedure date unknown). The physician had difficulty seating the electrode array adn the array would not deploy inside the patient's cavity. A uterine perforation was identified and the physician aborted the procedure. The "patient was admitted (into the hospital) overnight (and) the doctor stitched the perforation laparoscopically". A hysteroscopy, dilatation, (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis fo the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).